Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the pe valve was leaking. Additional malfunctions include the inlet filter was dirty, and the zip ties were replaced.